Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. The data was reviewed and showed that impedances values were stable around 1400 ohms until august when the values spiked greater than 2000 ohms. The values were observed to 2222 ohms during the check. The pacing thresholds had also increased from 2.3v to 3.2v. At this time, the lead remains in service and the patient is being monitored. The patient is not dependent. No adverse patient effects were reported.